Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low battery alert. The customer's blood glucose value was unknown. The customer stated that a replacement battery cap did not resolve the issue. The customer stated that the pump had a blank display. The customer stated that the batteries did not last more than one week. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for five hours with multiple basal rates. The insulin pump functioned properly. No blank display, display anomaly, time clock anomaly or black circle on display anomaly noted. Device function properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test and unexpected restart test. A good battery was inserted multiple times. No unexpected battery out limit alarm noted. All operating currents are within the specification, no unexpected low battery or off no power alarm noted during testing. No damage inside pump noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.